Manufacturer narrative:
On 10/16/2019, it was noticed the following information was erroneously omitted from the initial report submitted on 10/14/2019: on 4/21/2019, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old asian/caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 425cc (l) and a mentor smooth round high profile gel breast implant (r) and experienced bilateral rupture, bilateral capsular contracture baker grade iii, and breast cysts on the left side. Rupture was confirmed by MRI. As a result, the patient underwent removal on (B)(6) 2018. This report is for the left side. This report contains supplemental information for mentor psr reference number (B)(4).